Event description:
It was reported by a consumer that she had been collecting some information and she had heard of other patient¿s that had pain and infection at the implantable neurostimulator (ins) site that led to explant. The patient did not know how many people there were, who they were, when it happened, or who their doctors were. The caller had no further information. The indication for use is unknown.